Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The tissue pad of the subject device was severely worn and partially separated. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the tissue pad was damaged since the user continued to activate output without grasping tissue (including after the tissue already cut). The above device handling has warned in the instruction manual.

Event description:
We received the following report from the health professional. *during a laparoscopic cholecystectomy, the subject device was used. The device was stopped using since the user found that the tissue pad of the subject device was separated after 20 or 30 minutes since the procedure began. There was no report that an error occurred. There was no report that the metal under the pad exposed and the fragment fell. The intended procedure was completed with another device. There was no patient injury reported.